Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the insulin pump lost power while the customer was sleeping. No further details reported regarding power loss incident. The customer also reported the pump was not showing glucose and was not in auto mode. No harm to the customer requiring medical intervention reported. The insulin pump will not be returned for analysis.